Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The force bipolar instrument has not been received by intuitive surgical, inc. (Isi) for failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted recurrent umbilical hernia repair procedure, the wrist/hinge area of the force bipolar instrument broke. No fragments fell into the patient. The customer used a large needle driver instrument to guide the force bipolar instrument out of the cannula. A metal piece that was sticking out of the broken hinge tore a hole in the peritoneal flap and created a small tear in the abdominal wall. Minimal bleeding occurred from both areas. The peritoneal flap was repaired with extra suture while implanting the mesh. The abdominal wall required no repair. No additional tissue was excised. The procedure was completed robotically.